Event description:
The customer contact reported unable to prime. On an unspecified date, the blood tubing set was to be used to deliver an unspecified blood product. During priming prior to patient use, the customer contact reported that the tubing set was unable to prime. No specific details were provided. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.